Manufacturer narrative:
The actual date of event is unknown. A review of the complaint history record was performed for the suspect device (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 27nov2012. The review was performed from the date of manufacture to the present date 07apr2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. Device evaluated by bd service.

Event description:
It was reported that broken/damaged. There was patient involvement and unknown impact.